Manufacturer narrative:
Analysis of the instrument data indicate that the cause for the discordant troponin ultra result is unk. No further eval of the device is required.

Event description:
An elevated advia centaur troponin ultra result was obtained on a pt sample. The customer laboratory policy is a repeat elevated troponin ultra results, so this sample was repeated. The pt sample was repeated on a different advia centaur system and a negative troponin ultra result was obtained. The customer then repeated the pt sample on both advia centaurs and obtained elevated results. Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra result.